Event description:
It was reported that during a laparoscopic bowel procedure, it was very difficult to close the firing trigger and the device would not open. The procedure was completed with no patient consequence.